Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawers 5.1 and 5.2 had failed and were not detected on the bus. A field service engineer replaced the retractors and drawer control board, ran diagnostics, tested the drawers and all pockets, and confirmed everything tested ok. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 & 5.2 were cross barred and required a new board; the ribbon was detached to keep the pyxis operable while aux drawer 5 was down. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.